Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:11 on channel a was confirmed, but not reproduced during product evaluation. The quality engineer has determined the cause to be not identified. The pump channel was cleaned and the air in line sensor on channel a was recalibrated and verified as a precaution. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 810:11 on channel a. This event occurred upon power-up in the intensive care unit. This condition had the potential to interrupt delivery. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.